Manufacturer narrative:
(B)(4). This device has not been returned for analysis. Should additional information become available, or if analysis is complete, this report will be updated.

Event description:
--

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. This device was explanted and successfully replace. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that two low voltage alert, code 1003, were recorded. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Portions of the circuitry were isolated and tested. Final analysis concluded the premature battery depletion was due to a crack found in one of the low voltage capacitors, which resulted in a high current condition.